Event description:
The patient reportedly was making slower than expected progress while using the device. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The patient was seen by a company representative. Testing performed confirmed that the device was functioning. However, a decision was made to explant the device. Surgery to explant the patient's device has been scheduled.